Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately seven years and one month post index procedure, a CT revealed that the aneurx stent graft bifurcate had migrated between 2 cm and 3 cm. No endoleak was observed. Approximately 10 days later, an aortogram was performed and a distal migration of the aneurx to 3 cm, below the level of the lowest renal artery, was confirmed. Additionally, the proximal aortic neck was observed to have dilated to 32 mm in diameter. The physician elected to implant an endurant aortic cuff and obtained coverage to the level of the lowest renal artery. No endoleak was observed during the procedure. The procedure was completed and the event was resolved. Per the physician the cause of the event was due to continued aortic neck dilatation. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.